Event description:
It was reported that this left ventricular (lv) lead exhibited atrial fibrillation (af) oversensing and loss of capture (loc) up to 6v@1ms. The field representative noted that lv thresholds have been chronically high. Technical services (ts) reviewed possible causes, and remote monitoring data revealed that the observed af was new as of (B)(6) 2023. It was also noted that the lv lead was likely in a basal/anterior position, which likely contributed to the atrial fibrillation (af) oversenslng. Technical services (ts) reviewed troubleshooting options. The lv lead was reprogrammed to a different vector/output and lv sensing was turned off. This lv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).